Event description:
This report is filed on the steerable guide catheter for symptomatic atrial septal defect, noted approximately 2 years and 10 months post mitraclip procedure, requiring percutaneous closure. It was reported that on (B)(6) 2012, two mitraclips were successfully implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from grade 4+ to 1-2+ with satisfactory results. On (B)(6) 2014, the patient was admitted to the hospital for epistaxis and received cauterization and nasal packing. The patient became hypoxic after nasal packaging and was admitted to the hospital for continued hypoxia. The patient was discharged home on (B)(6) 2014. On (B)(6) 2014, the patient was re-hospitalized for epistaxis and continued hypoxia. Embolization of the right internal maxillary artery was performed on (B)(6) 2014. The reported adverse events of epistaxis and hypoxia were assessed by the study physician as unrelated to device or procedure. During that same hospitalization, on (B)(6) 2015, a 2cm atrial septal defect (asd) was noted. Percutaneous closure of the asd was performed using a 24mm non-abbott closure device. Following the closure, the hypoxia resolved. Reportedly, the asd was not this size post mitraclip procedure but became larger over time and the patient had become symptomatic. On (B)(6) 2015, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). Although the reported atrial septal defect (asd) was not the observed 2cm size post procedure, the asd was likely a result of procedural conditions due to the septal crossing of the sgc during the procedure. Since it was reported that the hypoxia was resolved upon asd closure, it is likely that the reported hypoxia was a cascading effect of the asd. The reported patient effects of atrial septal defect and hypoxia, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment were a result of case-specific circumstances, as the patient was re-admitted to the hospital on (B)(6) 2014 due to the reported symptoms and the observed asd was treated percutaneously with an amplatzer asd device. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The steerable guide catheter is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.